Event description:
The doctor reported the implant was removed due to osseointegration failure, 1 month after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. Local infection was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.